Manufacturer narrative:
Covidien reference: (B)(4). The device was returned for investigation and the reported malfunction could not be duplicated. The reported malfunction could not be confirmed as the device functioned as intended.

Event description:
The site telemetry technician reported that the oxinet monitor on the third floor would intermittently lock-up on various screens. Some of the screens would also display random number and letters. The central station and the remaning monitors on the secon floor were working correctly. This was resolved by restarting the system. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)the device has been returned to a covidien receiving site and has been forward to the manufacturer for evaluation. User facility voluntary report number: mw5039164.